Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: vessel locator button failed to engage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after an intervention procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the locator button; however, the button would not stay depressed. A technician held the vessel locator button down while the physician deployed the clip. The device was removed and hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.